Manufacturer narrative:
The qa (quality assurance) investigation results were received on 5/29/2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. This is 1 of 6 reports regarding the same pt. The total list of cases created for this pt is (B)(6). MFR's comment: the benefit-risk relationship of the product is not affected by this report.

Event description:
Very bad pain [pain]. Case description: spontaneous report was received on 5/23/2012 from a (B)(6) female pt, initials (B)(6), with osteoarthritis. The pt's medical history was significant for previous medical device implantation with synvisc in (B)(6) 2008 (did fine but it took 4 - 6 weeks to take effect and pt's both knees quit popping), next three shots of synvisc in (B)(6) 2009 (experienced some pain afterwards after getting up from sitting position); for synvisc one in (B)(6) 2009 (in both knees with no problem), next show of synvisc one in (B)(6) 2010 (experienced some pain for which she was prescribed medrol) and synvisc one again in (B)(6) 2011 (had pain the next day). On an unspecified date in (B)(6) 2011, the pt initiated treatment with synvisc one (hylan g - f 20) injection, "dose regimen not provided and experienced very bad pain in the next just in getting up from a sitting position." The lot number for synvisc one was not provided. The lot number for synvisc one was not provided. On the next morning, the pt was prescribed prednisone. The action taken with synvisc one dose was not provided. The outcome for the event of very bad pain was not provided. Concomitant medications were not provided. The intensity for the event of very bad pain was not provided. The relationship between synvisc one and the event of very bad pain was not provided by the reporter.